Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s buttons were less responsive and harder to press. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump rejected new batteries and insulin pump made grinding noises. It was reported that they had to press buttons twice and also had no delivery alarm. The insulin pump will not be returned for analysis.